Event description:
It was reported that the unit remained "on" when the dead-man switch was not being held down to activate the heat.

Manufacturer narrative:
It was reported that the unit remained on. Our testing revealed no evidence of a defect in the performance of the switch, and we were unable to duplicate the event.